Event description:
The customer reported failed platelet (plt) background checks and a fluid leak of unspecified volume from the probe on a unicel dxh 600 coulter cellular analysis system. The leak was contained within the instrument, and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, protective eyewear, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/25/2015 and found a leak through solenoid valve vl103. The fse replaced pinch valve vl103, fittings to pump pm102 and quick disconnect qd421 (the pass through for the cleaner from pm102) and the instrument ran without leaks. Vl103 directs cleaning agent from the probe cleaning pump pm102 to clean the aspiration probe. The fse ran daily checks and controls without any issues. The repairs were verified per established service procedures. (B)(4).